Event description:
It was reported that the device was programmed to defib off for carotid artery surgery, and the device would not restore programmed settings after the procedure. Multiple programmers were used. Technical support was contacted and an engineering investigation was issued regarding the problem.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.